Event description:
It was reported that approximately one month post implant, the patient complained of "stomach jumping" and the left ventricular lead was noted to have diaphragmatic stimulation. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6935m implantable tachy lead 2013-(B)(6); d314trm implantable cardioverter defibrillator 2013-(B)(6). (B)(4).